Event description:
Customer called to report that due to her pod not delivering insulin, she was hospitalized due to high blood sugars. Customer's history follows: note customer does not use pdm bg meter. All bg tests were done on her one touch ultra smart meter and manually entered into her pdm. She reported that between 8:40 am and 9:30 pm, her bg rose from 112 to 412 - customer felt very sick. This number does not show up in the customer's pdm. She tests on another meter, and did not manually enter this number into her pdm. Customer did not note giving herself a bolus for this bg. By 9:58 pm, her bg had gone down to 241, and she initiated a bolus of 4.75 units. Note: customer did not eat any of the 80g carbs she entered into her pdm. Customer made this entry to try and bring down her bg. At 3:00am, the customer was very sick, and she was rushed to the hosp. Upon arriving at the hosp, her bg was 620. No further info reported.

Manufacturer narrative:
The device involved has not been returned to the MFR for eval as of the report date. A f/u report will be submitted if the prod is subsequently rec'd. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.